Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for another indication and acquired peritonitis while hospitalized. The patient was given medical intervention for the peritonitis event while in the hospital; however, the type of intervention was not specified. At the time of this report the patient outcome of this peritonitis event was unknown. It was not reported if pd therapy was ongoing. No additional information could be obtained and the pd nurse declined to provide additional information.

Manufacturer narrative:
Complaint no: (B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.